Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that there was an alleged overdischarge. The rep had already performed two physician mode rechargers. The patient had last recharged about a year prior to (B)(6) 2016. No symptoms were reported. Additional information was received from the rep. It was reported that the battery had been overdischarged for over one year. The rep completed four physician recharges and was unable to restore the battery. The patient elected to have her battery replaced with a primary cell battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.